Event description:
It was reported that the device reached premature eri after 28 months. Extended charge time was also noted. The patient has a history of inappropriate therapies and high pacing outputs.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.